Event description:
The customer reported that during evaluation at bench repair, it was identified that the device had no audio. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Diagnostic/functional testing was performed at a philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The device speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
The customer reported that during evaluation at bench repair, it was identified that the device had no audio. There was no reported adverse event to the patient or user.